Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the device was received for evaluation with an amia patient adapter attached to the female connector. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The transfer set was connected and disconnected using the returned patient connector by hand with no issues; therefore the reported connection issue was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set could not be removed from the patient line of the cassette. This occurred after use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.